Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm during therapy on the homechoice machine (hc). The home patient (hp) stated that they were trying to start therapy and the hc was displaying call pd nurse/high drain. The technical service representative (tsr) advised the hp to contact the peritoneal dialysis nurse. The hp stated he just did that. The tsr attempted to get the programming information, but the hp stated the hc is locked up when he tried to arrow down. The tsr explained to the hp to follow the nurse instructions and a replacement hc would arrive tomorrow. The nurse was contacted on (B)(6) 2013. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational. There was patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult (high drain volume 105). The cause was determined to be use error, tidal total uf removal set too low. This issue is being investigated through CAPA.